Event description:
Procedure: adrenalectomy. According to the reporter: the device worked fine mid-way through the case until the blade snapped into 2 pieces during dissection. The 2 fragments fell into patient cavity and was retrieved. No incision or extended or time as a result and there was no report of patient injury. The opened diathermy hook was used to complete the dissection.